Event description:
It was reported to st. Jude medical that during a follow-up, the unloaded battery voltage dropped significantly, past end of service in 4 months. Lifetime diagnostic revealed some charges and 0.2% pacing. No noise was seen on the real-time electrogram. The decision was made to explant the device.